Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure,the end of seal on the hs iii proximal seal system 3.8mm was left sticking out. They didn't use this, and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4) the device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly were outside the loading device. The seal was cracked at the center. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to load" but was confirmed for analyzed failure mode "crack seal" .

Event description:
The hospital reported that during a coronary artery bypass procedure,the end of seal on the hs iii proximal seal system 3.8mm was left sticking out. They didn't use this, and a replacement device was used to complete the procedure. The hospital did not report any patient effects.